Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Possible broken sensor wire (retained distal end). Pt removed and returned the proximal segment. The returned sensor was evaluated as follows: visual, photo, and measurement. Eval showed that the distal segment had a maximum length of 0.31 inches.